Manufacturer narrative:
An event regarding connection failure involving a mako mics was reported. The alleged failure is confirmed after the product inspection. Method & results: -product evaluation and results: as per the prodex evaluation: collar locking mechanism - dislodged. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a product history review is not required, as no manufacturing specific issue has been alleged. Complaint history review: a complaint history review is not required as there is no patient involvement. Conclusions: no actual or potential patient harm existed for the alleged event. The event is confirmed. No further inspection shall be documented in this record. No additional investigation or specific actions are required. If additional relevant information is received then the complaint will be reopened.

Event description:
Collar locking mechanism - dislodged.